Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00035, and 1627487-2011-00036. The patient received her scs system on (B)(6) 2010, consisting of an ipg, three percutaneous leads and three anchors. It was reported that the patient suffered a fall which resulted in the loss of stimulation. Since diagnostic tests revealed invalid impedance readings for all lead contacts, a fracture was suspected. Surgical intervention was undertaken on (B)(6) 2010, to replace the patient's leads. The physician electively decided to replace the ipg as well. Effective stimulation was recaptured for the patient with the placement of the new scs system.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/11/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.